Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to the patient is equinus and the heel does not get to the ground with standing. The components are poorly positioned.

Manufacturer narrative:
The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Medical profession reviewed the received information and noted: the position of the talar component may indeed contribute to the equines position of the foot. Still, further clinical information is necessary to assess all the arguments that favor a revision over a conservative approach. There is no loosening of the protheses component¿s and there are no signs of any device malfunction. No irregularities can be found in relation to any implant. Furthermore, the pdf of the primary case shows a posttraumatic osteoarthritis of the left ankle with some malunion of the distal tibial fracture. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to the patient is equinus and the heel does not get to the ground with standing. The components are poorly positioned.